Event description:
PICC line inserted prior to admission to home health agency. When mother was contacted to monitor PICC line infusion, she reported: "arm sore, looks pink on the outside of her arm, no swelling." When PICC line patency assessed by r.n. Excellent blood return; flushing without resistance noted. Physician contacted. PICC line discontinued; replaced by peripheral IV. (1/2" above antecubital fossa, area pink, warm, firm, very tender to the touch.)